Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 30.3 mmol/l (545.4 mg/dl) with ketones present, while wearing the pod on the arm between 4 and 24 hours. At the hospital, the patient was administered a manual insulin injection of 50 units.